Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to specific evidence that the filter has migrated, is tilted, and perforates the inferior vena cava (ivc) wall. The patient reported becoming aware of migration of fractured strut(s), perforation of filter strut(s) into organs and mesenteric perforation, approximately thirteen years and four months post implant. The patient also reported chest pain and fear related to the filter. According to the medical record the indication for the filter implant was a history of deep vein thrombosis (dvt) and impending neck surgery. The filter was placed via the right internal jugular vein and deployed below the level of the lowest renal vein in good position. There were no immediate complications. The product is not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported events could not be confirmed, and the exact cause could not be determined. Chest pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6, b7, d1, d4, d10, g2, g3, g6, h1, h2, h4 and h6. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis (dvt). The filter was implanted prior to a planned cervical neck operation. The filter was implanted via the patient's right internal jugular vein using the seldinger technique. A pigtail catheter was placed at the level of the bifurcation and digital subtraction venography was performed. The filter was placed below the lowest renal vein in a good position. A follow up venogram was performed. There were no immediate complications. Additional information received per the patient profile form (ppf) states that the patient experienced migration of fractured struts (the form also states that there is no filter fracture), perforation of filter strut(s) into organs and mesenteric perforation. The patient became aware of the reported events approximately thirteen years and four months after the index procedure. The patient also experienced chest pain and fear related to the filter.

Manufacturer narrative:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, specific evidence that the filter has migrated, is tilted and perforates the inferior vena cava (ivc) wall. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-migration, filter-tilt and inferior vena cava perforation¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, possible long-term complications associated with filter implantation include, but are not limited to, filter perforation of the vena cava wall and migration. Additionally, the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including: bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without images available for review the reported migration, tilt or perforation could not be confirmed or further clarified. The timing and mechanism of the tilt has not been reported at this time. It is unknown if the tilt contributed to the reported perforation. As no lot number or other product information was supplied a phr could not be completed. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to specific evidence that the filter has migrated, is tilted and perforates the inferior vena cava (ivc) wall. As a direct and proximate result of these malfunctions, the patient has suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.